Event description:
It was reported that while transporting a pt on the m1 on a slope, the cot tipped over. There was reported pt involvement, however it is unk if there were any adverse consequences to report.

Manufacturer narrative:
Investigation underway.